Event description:
It was reported the tsb35 was used during oophorectomy. It was reported the device fired but did not cut. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 48540. Endopath ets: the analysis results confirmed that the instrument was returned non-functional. The instrument was disassembled & found to have a damaged firing mechanism. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified & we have documented the reported circumstances & analysis results. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.